Manufacturer narrative:
The delivery system was returned to edwards for evaluation. The device underwent visual and functional inspection. Visual analysis revealed gouges on one side of the flex tip. Scratches were present on the distal end of the flex shaft. After functional testing was completed, the handle was disassembled and a kink was noted on the balloon shaft distal to the warning marker. During functional analysis, the balloon shaft was able to be pulled to valve alignment position and locked. The full fine adjust was able to be used with no abnormalities observed. As no abnormalities were observed during functional testing, no dimensional measurements were taken. CT imagery of the access vessels and abdominal aorta were also provided to edwards for evaluation. The imagery showed some curvature of the access vessels prior to the bifurcation and some calcification. Imagery of the descending aorta was not provided. No significant tortuosity was noted. No procedural imagery was provided which showed valve alignment being done for this delivery system. A review of the work orders and the lot history for ¿delivery system ¿ difficult with valve alignment¿ did not reveal any manufacturing issues that could have contributed to the complaint event. The lot history review did not reveal any additional complaints for ¿delivery system ¿ withdrawal difficulty¿. A review of the complaint history from december 2016 to november 2017 revealed 28 other returned complaints for ¿delivery system ¿ difficulty with valve alignment¿ for the edwards commander delivery system (models 9610tf and 9600lds, all sizes). Review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limit for the failure mode. A review of the complaint history from december 2016 to november 2017 revealed 11 other returned complaints for ¿delivery system ¿ withdrawal difficulty¿ for the edwards commander delivery system (models 9610tf and 9600lds, all sizes). Review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limit for the failure mode. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing, the delivery system and inflation balloon components underwent multiple 100% visual, dimensional and functional inspections. In addition, the lot undergoes product verification testing on a sampling basis. The inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was confirmed. Gouges were observed on the flex tip. The location of the gouges on the inner edge of the flex tip suggests that the valve was not flush against the flex tip during valve alignment. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. These higher valve alignment forces can contribute to difficulty with valve and alignment and/or fine adjust. As such, the root cause for the report event can likely be attributed to patient and/or procedural factors; however, a definitive root cause is unable to be determined at this time. The complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed. Possible factors that could have contributed to the complaint event include: 1) sheath insertion angle. 2) coaxiality of the device being retrieved, in conjunction with retrieval of undeployed valve. The CT imagery provided showed curvature of the access vessels, supporting that the delivery system/valve may not have been coaxial with the sheath during retrieval. 3) residual fluid in balloon- shows an enlarged profile at the distal end of the balloon which may have been caused by fluid in the balloon during retrieval. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors may have contributed to these events. No corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by tf approach in aortic position, the esheath was inserted without problems but severe resistance was encountered when pushing the commander and valve through the esheath. It was almost impossible but managed to get the valve through. Then during valve alignment which was in a straight section of the aorta, the valve could only be pushed half way onto the balloon and would not move any further. Therefore, it was decided to remove all devices and the vessel had to be repaired surgically. A new kit was taken and with the new devices the implantation was successful.

Manufacturer narrative:
(B)(6).

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by tf approach in aortic position, the esheath was inserted without problems but severe resistance was encountered when pushing the commander and valve through the esheath. It was almost impossible but managed to get the valve through. Then during valve alignment which was in a straight section of the aorta, the valve could only be pushed half way onto the balloon and would not move any further. Therefore, it was decided to remove all devices and the vessel had to be repaired surgically. A new kit was taken and with the new devices the implantation was successful. As seen on the provided imagery, the second valve was not between the alignment markers prior to inflation. However, the valve was well implanted. This was confirmed by the site. The valve moved after retracting the pusher. As per CT scan, access vessel tortuosity was present.

Manufacturer narrative:
.